Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that delivered inappropriate shocks due to incorrect interpretation of signals. Programming changes were implemented to address the issue. The patient was in stable condition.